Event description:
It was reported that the patient presented for a routine check as an inpatient in the hospital. Upon device interrogation, it was noted that the right atrial (ra) lead was exhibited under-sensing due to low sensing and was failing to capture due to high capture threshold. Programming changes were made. The ra lead was repositioned on (B)(6) 2024. The patient was in stable condition.